Event description:
It was reported that the device picked up a noisy signal during telemetry at implant. The noise only happened when the programming head was on the device. The device was removed from service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.